Event description:
It was reported while using bd plastipak¿ syringes there was leakage passed the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: once the propofol drug has been aspirated, there is a small collection beyond the plunger and a drop in the middle of the plunger seal.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jan-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There is no other damage or defects on the barrel or syringe components and the stopper is verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2205089, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the sample that could have caused the leak, we cannot identify a definitive root cause at this time. H3 other text : see h10

Event description:
It was reported while using bd plastipak¿ syringes there was leakage passed the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: once the propofol drug has been aspirated, there is a small collection beyond the plunger and a drop in the middle of the plunger seal.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.